Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main artery. Following pre-dilatation with a 3.5x15 mm maverick balloon catheter, a 5.00 x 16 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noticed that the stent strut was damaged. The procedure was completed with another 4.5x16 synergy drug-eluting stent. No patient complications were reported. The patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 5.00 x 16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Struts in the distal section were found to be lifted. The stent was secured on the balloon and no movement was noted. The undamaged crimped stent outer diameter was measured using a snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main artery. Following pre-dilatation with a 3.5x15 mm maverick balloon catheter, a 5.00 x 16 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noticed that the stent strut was damaged. The procedure was completed with another 4.5x16 synergy drug-eluting stent. No patient complications were reported. The patient condition was stable.